Manufacturer narrative:
Continuation of concomitant medical products: product ID: 3057, lot# unknown, product type: screening device. Information references the main component of the system. Other relevant device(s) are: product ID: 3057, serial/lot #: unknown, ubd, UDI#. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received by a basic evaluation trial patient regarding an external neurostimulator (ens). Patient indicated they "sat down and didn't realize that my pants were hooked on my belt. I thought I may have caught the wires and pulled them out. I increased stimulation until it hurt just to be sure that it was working." The patient then said, "I think that they had a hard time getting the wires in and they had to go up higher than usual." They are taking coumadin and said there is blood on the bottom of their bandage. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Healthcare professional (hcp) responded to a letter who said lead migration was confirmed at the time of the procedure ((B)(6) 2018). They also clarified that the leads were positioned correctly. No further patient complications have been reported as a result of this event.